Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the parent stated "where they tie the tapes, the little one looks like it was going to split". Patient involvement is unknown. No adverse patient effects were reported by the customer. The item catalog and lot numbers have not been reported.

Manufacturer narrative:
Other, other text: b3: date of event; d4: catalog number, lot number, expiration date, UDI number; g5: 510k and h4: device manufacture date is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.